Event description:
It was reported that the patient was experiencing jolting pain in the leg during trial procedure. No device malfunction suspected. The patients spinal cord stimulation (scs) leads were explanted and the patient was doing well postoperatively. The explanted leads were retained by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(6). Batch: 7250283.